Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: this is report 2 of 2 for (B)(4). It was reported by the customer in (B)(6) that the patient underwent an unknown surgery with the va-lcp plate and an unknown screw devices. According to the report, the surgery was completed successfully without any surgical delay. After the surgery, it was confirmed on (B)(6) 2022, that the CT scan showed that the plate was placed slightly behind, and several screws protruded forward. A revision surgery for replacement of protruded screws was planed on (B)(6) 2022. The status of the patient was unknown. No additional information was provided. This report is for one unk - screws: trauma device. This complaint involves two (2) devices.

Manufacturer narrative:
Additional narrative: this report is for an unknown device/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. The lot number was unknown. Therefore, the expiration date and device manufacture date were unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.